Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The device was started up at 13:09:56 on (B)(6) 2022. At 11:09:15 on (B)(6) 2022, an arrhythmia was detected. ECG shows vt from 100-210 bpm with CPR/electrode lead fall off. The rhythm then degrades to vf with CPR/electrode lead fall off. The device properly detected vt/vf. However, CPR/electrode lead fall off/heart rate not in detection sequence long enough prevented the lifevest from treating the patient at 11:09:15 on (B)(6) 2022. At 11:07:57, the patient received a non-lifevest defibrillation. The rhythm at time of treatment was vt @ 220 bpm with motion artifact/electrode lead fall off. Post shock rhythm was vt @ 120 bpm with CPR/electrode lead fall off. The electrode belt was disconnected at 11:09:22 on (B)(6) 2022. Per holter monitor the patient was last seen in vf with CPR/electrode lead fall off at the time of the electrode belt disconnection.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.